Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting on the exterior, near one of the grip cables. The grip cable is not damaged. No additional damage was found at the distal end. The thermal damage to the yaw pulley is unrelated to the conductor wire on this instrument. No insulation damage to the conductor wire was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed. The root cause for this failure is attributed to mishandling and misuse, most commonly caused by collision with another energized instrument. A review of the instrument log for the maryland bipolar forceps (lot #k102111290356 ) associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on (B)(6) 2022 on system (B)(4), with 8 lives remaining. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that spark was observed during intraoperative use of the instrument. The allegation could be related to the potential for electrical discharge at a location other than intended. Failure analysis confirmed that there was evidence of thermal damage on the bipolar yaw pulley. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the maryland bipolar forceps was observed to have had been used with another energy instrument. It came in contact with the cautery tip, a small spark was observed and the instrument pulley and rotating wrist was allegedly damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected with no damage noticed prior to use. No damage was found to the instrument or cannula. During intraoperative use, arcing was observed on the wrist joint of the maryland bipolar forceps when the surgeon was preparing to grasp the tissue during dissection. Bipolar energy was used with no monopolar cord connected to the bipolar instrument. The instrument was connect to the da vinci erbe generator and it was used for about an hour before the issue occurred. No instrument tips collided and the tips were not in contact with tissue. The jaws were not immersed in any liquid and the instrument was not removed prior to the issue. There was no injury to the patient and no return visit required. The surgeon was not completely sure what caused the arcing event, but noted that the presence of charred tissue on the instrument may have contributed to the issue.